Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between the ipg and external devices. The patient stated she had not used the device as her pain had improved. The ipg is inoperable. As such, the patient may undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model, which resolved the reported issue.